Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator breath delivery (bd) unit malfunctioned and became inoperative. There is no information regarding patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Covidien received information that the incident occurred during patient use. The patient was not harmed or injured as a result of the event. Covidien field service engineer (fse) evaluated the device and the alleged malfunction could not be duplicated. The ventilator software was upgraded to the current software level. The ventilator passed all the required testing.